Event description:
During a pvc procedure, a cardiac tamponade was noted with echo which resulted in a pericardiocentesis being performed. While mapping the pvcs in the rvot, coronary sinus, and lvot with the ablation catheter, the blood pressure dropped and a tamponade was noted with echo. 300ml of blood was drained. No ablation was performed before the tamponade. The physician alleges that the manipulation of the ablation catheter in the coronary sinus caused the effusion. After the drainage, ablation of one pvc was done in the lvot during 109 sec at mean 38°, mean 29 w, mean 95 ohms. The patient was stable at the end of the procedure. Heparin 5000 and protamin 5000 were administered. There were no performance issues with any abbott device.